Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in clinic after experiencing syncope. Upon interrogation, an insulation anomaly was noted on the lead. The lead was explanted and replaced.